Event description:
It was reported that during a robotic laparoscopic procedure involving an xi robotic assisted laparoscopic hysterectomy, bilateral s alpingo-oophorectomy, lysis of adhesions, and cystoscopy, a needle detachment from the suture occurred while suturing/preparing the suture after patient incision. The procedure was being performed to close the vaginal cuff. The device involved was the 180 0 grn 23cm gs21x12. The patient, a 68-year-old individual with a medical history of age-related osteoporosis, diabetes mellitus, high cholesterol, hypertension, and stage 3 chronic kidney disease, was undergoing the procedure. The needle detachment happened when cinching down the suture, but not overly aggressively, as noted by the surgeon. An additional new suture was used without issue. The outcome for the patient was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.